Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device, the reported clinical observation cannot be confirmed and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that now has high gradients and severe regurgitation secondary to degeneration after an implant duration of approximately one year. The patient initially had both the aortic and mitral valve replaced. The mitral valve is still functioning normally.